Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. There is no information given as to the date of death for the patient; therefore, the date of death included in this report is purely an estimate. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: " implanted defibrillators in young ypertrophic cardiomyopathy patients: a multicenter study. Pediatric cardiology,.2013;34(7):1620-1627 (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: patient death, inappropriate shocks, fracture, infection, and lead "malfunction." The lead status is unknown. There were two deaths reported with the cause of on death due to bacteremia and sepsis and the other death cause unknown.